Manufacturer narrative:
The returned device was evaluated. The unit was able to power on using battery power and obtain readings. Investigation revealed a defective system board, which caused 3 led segments to remain on constantly. The system board was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues prior to this reported event. Corrected data: model number: updated to "1705".

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display on the rad-5v is missing some segments on the upper display. There were no consequences or impact to patient.